Event description:
It was reported that during a da vinci-assisted gastric sleeve surgical procedure, the staple line bled. The surgeon was using a sureform 60 stapler instrument with a blue reload, and after a successful staple line on stomach tissue the staple line bled. There were no reported errors, malformed staples, and the staple line looked sealed and complete. The surgeon was able to contain the bleeding with tisseel sealant, which is noted a normal part of his surgical technique on all sleeve gastrectomy procedures. The estimated blood loss was approximately 250ml. The surgeon applied the tisseel and continued to watch that particular staple line to ensure hemostasis, a leak test was performed with no issues. The patient is currently recovering well and did not experience a staple line leak. No system errors or specifically, stapler errors occurred during that particular reload fire or with any reloads after the event. The surgeon completed the procedure robotically with the same sureform 60 stapler instrument.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The device was not returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. The sureform 60 stapler instrument logs show it was installed on the system 6x and fired 6 reloads (1 blue, 1 white, 1 blue, 3 white, in that order). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was incomplete, stopping at ~86% completion. The next 2 clamp attempts were successful, but were followed by a firing failure. The firing stopped at ~62% completion, after a duration of ~46 seconds. On installs 3 and 4, the system failed to detect the reload color, and the user manually selected the blue and white reload colors, respectively. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. On installs 4-6, the firings were each completed with 1 pause for compression. The instrument was then successfully removed, and not used again in the procedure. There were no stapler related errors in the logs for this procedure. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.